Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the device's battery was suspected to be depleting faster than normal. Technical services was contacted, and was able to confirm the increase in battery consumption through disk analysis, and recommended replacement. Information was received through our device tracking department that the device was explanted. No additional information has been provided. Additional information: the device was explanted and returned for analysis. This report has been updated to include final analysis results.

Manufacturer narrative:
The device was explanted, and requests have been made for device return. Should boston scientific receive the device, or additional information be provided, this report will be updated.

Event description:
It was reported during ongoing use, the device's battery was suspected to be depleting faster than normal. Technical services was contacted, and was able to confirm the increase in battery consumption through disk analysis, and recommended replacement. Information was received through our device tracking department that the device was explanted. No additional information has been provided. Several requests were sent to the field rep for updated information and for device return. No response was received.